Event description:
The customer reported that the system would not boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The on/off power switch needs to be replaced. No conclusion can be drawn as repair info is unavailable and no additional service info was provided.